Manufacturer narrative:
Customer states patient samples were 24 to 48 hours old, stored at 2 to 8 degrees celsius, and not left at room temp for >4 hours. Customer states that the quality control (qc) has also shifted high with lot 118. However, the qc is within package insert ranges. The cause for the discordant advia centaur cp tni-ultra results is unknown. Siemens healthcare diagnostics is investigating. The instruction for use under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."

Event description:
Discordant advia centaur cp troponin ultra (tni-ultra) results were obtained on samples from two patients during a lot to lot correlation. The correlation was between reagent lot 115 and 118. The results were lower with lot 118. Patient treatment was not altered or prescribed. There was no report of adverse health consequences due to the discordant troponin ultra (tni-ultra) result.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2017-00035 on february 27, 2017. On 03/01/2017 additional information: the customer was sent a new shipment of tni-ultra lot 118 which produced valid patient correlation results. Siemens internal data on lot 115 to lot 118 shows acceptable correlation. The customer repeated correlation on new shipment of lot 118 tni-ultra reagent and they are satisfied with the assay performance. The cause for the discordant advia centaur cp tni-ultra results is unknown. The shipping/storage/handling of initial shipment of lot 118 kit that caused a couple of the samples to show a greater than 20% difference between the lots can not be ruled out. The individual sample matrix as the cause can not be ruled out as well. The instrument is performing within specifications. No further evaluation of the device is required.